Event description:
Email sent to emergency department pi: "patient had four 18g ivs started here in the ed (emergency department), had very large veins - only one of the four would pull blood for samples - and it was a struggle to pull from that one"